Event description:
A power on reset condition occurred. The patient had a loss of therapeutic effect, and was unable to adjust their stimulation. A "call your doctor icon" was displayed. The patient did not have any recent medical tests, nor had the patient flown recently. A low battery screen did occur about a month ago, but had not been checked since. An appointment for device programming was being scheduled. The patient outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).